Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have been having a problem for a few years. Patient stated there are times when they have an unreasonable amount of pain and they think they must have forgotten to recharge the implant and they have no stimulation and when they bring the controller up to life and it is on the home screen and as soon as they tap one of the buttons 1, 2, 3, or 4 they instantly have stimulation again. Patient mentioned they met with the manufacturer representative (rep) today at the pain specialist office and they had a discussion about the issue and patient said they think the issue involves the controller because for years when they touch a program they instantly feel the stimulation sometimes and sometimes they are getting no stimulation. Patient asked what else could possibly cause that they don't feel any stimulation until they open the controller panel. Patient asked for the controller to be replace. Patient provided new addre ss/phone. Agent asked patient to connect with the controller and controller show implanted neurostimulator 90%, controller 100% charged. Patient service confirmed patient is able to charge the implant without any issues. Agent confirmed patient has 4 programs and they are able to access all the programs and adaptive stim and check position on each program. Agent reviewed device functions and the controller is functioning as intended. Agent recommend patient consult with healthcare provider ofc for next steps if the new controller does not resolve the issue. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and reported the replacement controller had not resolved their issue of inconsistent stimulation; still appears to stop on its own, and won't kick back on again until they've unlocked the controller and interacted with the programs. Patient was redirected to consult with their healthcare provider (hcp).

Event description:
Additional info received from rep that the cause for no stimulation is unknown, they didn't realize until the lead pull. The issue was resolved, they are more cautious during the permanent implant and they haven't moved.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.